Event description:
I purchased avaira toric contact lenses from coopervision and experienced very severe symptoms like those described in their recent recall. Extremely blurry vision, a burning painful sensation in my eyes and red bloodshot eyes. I reported this to coopervision who then requested I send back the contact lenses for investigation. They later stated that there was nothing wrong with the contact lenses. I have worn contact lenses for more than 20 years and have never experienced such pain or symptoms as I had with those contacts. I kept one pair of these contact lenses and I would like the FDA to conduct an independent investigation into this problem because I am 100% positive that there is something defective with them. There are probably other people out there suffering with the same problem and we need to look into this further. Please let me know where to send the contacts so that they may be investigated. I have read that the original recall there was a layer of silicon oil that was not properly removed in the factory before being shipped out, so please test for this. Please feel free to contact me if you need my email correspondence with coopervision or any other information. Coopervision claims to have conducted an investigation so they should have these results. Dates of use: (B)(6) 2013. Diagnosis or reason for use: to correct vision. Event abated after use stopped or dose reduced: yes. Event reappeared after reintroduction: yes.